Event description:
It was reported that this patient presented to the emergency department after experiencing four shocks from this subcutaneous implantable defibrillator (s-ICD) system. Boston scientific technical services (ts) was contacted and confirmed there were multiple episodes throughout the day and the the patient's r-wave amplitude had decreased from 1mv to 0.4mv. Additionally, variably rhythm morphologies and heart rates (80-110bpm) were present. It was discussed that the event morphology most closely matched an atrial flutter with rapid ventricular conduction. It was noted the patient was non-compliant with their atrial arrhythmia medication. Ts recommended in-clinic to evaluate the effectivity of the different s-ICD sensing vectors. Previously, the s-ICD was programmed in secondary mode. The patient was subsequently flown to perth for hospitalization where the device software was upgraded and the vector select tool confirmed that the secondary sensing vector was still most appropriate. The patient was discharged and restarted their arrhythmia medication and is continuing with normal monitoring. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency department after experiencing four shocks from this subcutaneous implantable defibrillator (s-ICD) system. Boston scientific technical services (ts) was contacted and confirmed there were multiple episodes throughout the day and the the patient's r-wave amplitude had decreased from 1mv to 0.4mv. Additionally, variably rhythm morphologies and heart rates (80-110bpm) were present. It was discussed that the event morphology most closely matched an atrial flutter with rapid ventricular conduction. It was noted the patient was non-compliant with their atrial arrhythmia medication. Ts recommended in-clinic to evaluate the effectivity of the different s-ICD sensing vectors. Previously, the s-ICD was programmed in secondary mode. The patient was subsequently flown to perth for hospitalization where the device software was upgraded and the vector select tool confirmed that the secondary sensing vector was still most appropriate. The patient was discharged and restarted their arrhythmia medication and is continuing with normal monitoring. Recently, the patient was undergoing an unrelated stomach surgery and the patient was observed to be in bradycardia. During the post-operation check, this device was interrogated and a battery depletion error was noted. Due to the patient's bradycardia and history of inappropriate therapy, the s-ICD system was programmed off. The physician subsequently implanted a transvenous ICD system to resolve the event. At this time, the s-ICD system remains implanted, but therapy is programmed off. No additional adverse patient effects were reported.